Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with end cap broken off, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has a broken case. Customer's blood glucose was unknown.